Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. No frozen screen anomaly noted during testing. Frozen screen not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display as well as keypad anomaly. Customer¿s blood glucose was 120 mg/dl. Customer stated that there was no response on the button immediately. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Troubleshooting was performed. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.